Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2009; 1st inr: 1.8; 2nd inr: 4.3.

Manufacturer narrative:
As of (B)(6) 2009, 3 discrepant results. Related complaint is (B)(4). Cv% calculation revealed greater than 20%. Complaint was reported for lot #216969 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Inratio precision data provided by end-user lot: date: (B)(6) 2009; 1st inr = 1.8; 2nd inr = 4.3; inratio meter mean: 3.05; sd: 1.77; %cv 57.96. Since 57.96% cv is more than 20%, the precision test failed the criteria for precision. Product will be tested when it is returned. End-user reported precision issues. Meter investigation found contamination in heater plate. It is not clear if it caused discrepant result. Temperature measured within spec. Strip test indicated product deficiency was not established. Meter functional test passed. All tests indicated both strip and meter functioned as designed. There is not sufficient information to determine the root cause of end-user's discrepancy. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted.